Event description:
It was reported that the patient experienced recurring incontinence with an eight month old artificial urinary sphincter (aus). A revision surgery was performed in which the cuff was downsized from a 4.0 cm to a 3.5 cm cuff. All other components of the aus were kept the same. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Should additional information become available, it will be provided.